Event description:
It was reported that during a lens implant on (B)(6) 2012, that there was a capsular tear, and a vitrectomy was performed. It was stated that the patient's incision was enlarged; however, no patient injury or complications were reported. The lens was replaced with an anterior chamber lens.

Manufacturer narrative:
The lens was received and evaluated. The lens was found to have one distorted haptic and there was evidence of opthalmic viscosurgical device (ovd) on the lens, which is consistent with a lens that has been handled and prepared for use. Prior to market release, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submittted. (B)(4): placeholder.